Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the issue began on (B)(6) 2016 (time not specified) when he allegedly obtained blood glucose results of 292, 323 and 292mg/dl using the subject device within 20 minutes of each other. Based on statistical methodology, the difference between these results falls within lifescan¿s criteria for precision. The patient reportedly manages his diabetes using insulin (no adjustments) and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient claimed experiencing symptoms of ¿sweaty, light-headed and jittery¿ approximately 2.5 hours after the alleged issue began, and reportedly self-treated by consuming additional food and /or drink in response to the reported issue. The patient confirmed that his blood glucose was not measured using any another device at the time of the reported event. At the time of troubleshooting, the csr noted that an approved sample site was being used and the meter was set to the correct unit of measure. Return of the subject device was requested for investigation and replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.